Manufacturer narrative:
Lot no., UDI and manufacture date not available for this instrument at time of filing. A system checkout was not required as resolution of the issue was confirmed at the time of the event. Part not returned.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, both the large and small spinous process clamps were not working correctly. The surgeon was unable to get the small clamp to tighten so they used the large clamp. The surgeon had to compress the jaws in order to tighten the clamp. A manufacturer representative tested the small clamp and technical services (ts) told the representative that it would spin freely depending on the openness of the jaw. After compressing the jaw and tightening, the representative was able to get it to work. It was reported that this was a new clamp. Surgery was completed utilizing the navigation system and was delay by less than one minute. There was no reported patient impact.